Manufacturer narrative:
Other relevant device(s) are: product ID: a620; lot# /serial#: unknown. Product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported since getting the handset, it could take up to 3-4 minutes for the handset to connect. The consumer stated they used to be able to press one button, then the second one, then the third one and the stimulator was either turned on or turned off and they were done in less than 30 seconds. The consumer thought the communicator was a poorly thought our process when the programmer was simple. On (B)(6) 2020, the handset/app said to open, and then it said the stimulator was on, but the consumer hadn¿t turned it on yet, as they usually turned it off at night. The consumer knew the implant was off last night because their hands shook when the implant was not on. The morning of the 23rd, the consumer¿s hands were shaking, and this morning, as soon as they grabbed the handset, their hands quit shaking, and the handset showed therapy was on without the consumer turning it on. According to the consumer it did it by itself, and the consumer didn¿t have to turn therapy on. During the call the consumer turned the handset on, then got therapy application open, and connected. The consumer pressed connect and was waiting for it to connect. Within a couple of minutes, the handset showed therapy was on. The consumer mentioned they weren¿t trained on the device, but rather their spouse was, so the healthcare provider (hcp) had to show them how to use the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the consumer reported the circumstances that led to it taking 3-4 minutes to connect was it taking the phone that long to come on and connect to the connector. Nothing was done to resolve the issue. The circumstances that led to the implant turning on by itself was the consumer turning the implant off the night before. The consumer turned the phone on and immediately the implant turned on. Nothing was done to resolve the issue of the implant turning on by itself.

Event description:
Additional information received from the consumer reported they received the replacement communicator, but it still takes them longer to sync with their ins compared to the previous patient programmer. The patient was extremely escalated and repeatedly expressed their dissatisfaction with the "worthless" handset and the communicator, referring to them as the "dumbest system" they've ever seen. The patient stated that they are flabbergasted that medtronic would approve of such a design, and called it "utterly ridiculous engineering." The patient repeated that the handset touch screen continues to be intermittently unresponsive when pressing 'open' or 'connect' on the dbs therapy app from the handset home screen. Agent had the patient press 'open' and connect' during the call and they responded on the first attempt. The patient added that sometimes they've noticed that the handset screen does not respond immediately when they are pressing the up or down arrow when adjusting stimulation settings. The handset touchscreen sensitivity was not an issue during the call. Agent advised the patient to call back if the touchscreen sensitivity issue becomes problematic. The patient also suggested that medtronic create a downloadable version of the dbs therapy app so patients can use their own mobile device(s), which would eliminate the need to carry the handset around.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.